Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and there was a map shift with no error message. The carto 3 system demonstrated a map shift in the cartosound map after the transseptal. There were no messages for alerts. The procedure was completed and no further troubleshooting could be performed. The metal values were normal and no metal alerts were seen. The transseptal contour was outside the cartosound map when it was drawn. They created a new cartosound map and the procedure was continued without further map shifts. The procedure was completed with no patient consequence. Additional information was received stating that they noticed the shift when they marked the second transseptal on the cartosound. There were no error messages. The issue occurred during mapping. They did compare fluoroscopy and the cartosound map and it confirmed their suspicion that the cartosound map was off by approximately 3 cm. This type of map shift without an error message populating could potentially pose a risk to the patient. Therefore, it is assessed as reportable.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and there was a map shift with no error message. The carto 3 system demonstrated a map shift in the cartosound map after the transseptal. There were no messages for alerts. The transseptal contour was outside the cartosound map when it was drawn. They created a new cartosound map and the procedure was continued without further map shifts. The bwi field service engineer confirmed with the bwi field representative that the reported map shift was not duplicated during five procedures following the reported issue. The system is fully functional. According to the bwi field service engineer, the log files could not be sent to the device manufacturer. Therefore, additional investigation can not be performed. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).